Event description:
Information received by medtronic indicated that the insulin pump had keypad anomaly. The customer stated that the act button was hard to press and had to be pressed very hard for it to work. It was also reported that during prime process, the insulin continued to drip even after the motor stopped and had diminished battery life of the insulin pump. Troubleshoot for insulin squirting out was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.